Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the patient was not using the system anymore. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The ipg was analyzed and passed all tests. The ipg exhibits normal device characteristics. Device evaluation indicated that the damage to the leads is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that there will be no further course of action.